Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The baseline gender/age of the patients is male (B)(6). Without a lot number or device serial number, the manufacturing date cannot be determined. Since no lead ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿prevention of post-operative atrial fibrillation with surgical pulmonary vein isolation.¿ cir cardiov. 2014;21(1):9¿13. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable cardiac monitors (icm). Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article indicated that there were six patients who asked to remove the icm because of pain in the implant site. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.